Event description:
Fifteen months after an implantation of an av access vasular graft for hemodialysis, the patient was hospitalization for hematoma, bleeding, and purulent drainage at the left forearm garaft site. A complete revision of graft had to be performed due to false aneurysms x 3.the patient's surgeon found thte fate aneurysms were formed by the graft.